Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was treated in the emergency room (ER) with manual injections and intravenous fluids for elevated blood glucose (bg) (390 mg/dl); cause was unknown. Reportedly, the customer left the ER 6 hours later with bg at 160 mg/dl and no injuries.